Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The receipt was reportedly experiencing por performance. Device testing revealed abnormal results. CT scan confirmed the device electrode is extruding and the recipient has vestibular dysplasia. Repositioning surgery has been scheduled.